Event description:
During ivtm therapy, the customer reported of a leaking icy catheter (lot #unknown) because of blood-tinge flowing up in the tubing was observed. The thermogard ivtm system generated an "air trap warning" alarm. The 500ml saline bag was empty and the patient was infused with 500ml saline. The saline bag was replaced and noted of saline fluid has dropped, treatment stopped. The catheter was replaced and treatment continued with the same thermogard console without any issue. Catheter dwell was about 6 hours. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of a leak from the icy catheter (lot # 175199) was confirmed during functional testing. A pinhole leak was observed at the middle of the medial balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Dried blood residue was observed inside the catheter's balloons and luered tubings. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance, except distal luered ports due to blood clogged. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the middle of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint for the icy catheter with lot number 175199.

Event description:
During ivtm therapy, the customer reported of a leaking icy catheter (lot #175199) because of blood-tinge flowing up in the tubing was observed. The thermogard ivtm system generated an "air trap warning" alarm. The 500ml saline bag was empty and the patient was infused with 500ml saline. The saline bag was replaced and noted of saline fluid has dropped, treatment stopped. The catheter was replaced and treatment continued with the same thermogard console without any issue. Catheter dwell was about 6 hours. No consequences or impact to the patient.